Manufacturer narrative:
The reported event of cracked bezels file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported cracked bezels on devices manufactured in 2013. The identified failure rate is 76.25%. There was no report of patient involvement.